Manufacturer narrative:
Product event summary: a proximal portion was received measuring 49 cm and a distal portion was received measuring 49 cm. Visual summary analysis of the lead was performed and no anomalies were found. Visual summary analysis indicated apparent explant damage.

Event description:
It was reported that during a prophylactic replacement of the right ventricular (rv) lead, the left ventricular (lv) lead was damaged. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d224trk, bi-ventricular defibrillator, implanted: (B)(6) 2011. Product ID: 694965, implantable tachy lead, implanted: (B)(6) 2005. Product ID: 1688t, competitor implantable pacing lead, implanted: (B)(6) 2005. (B)(4).